Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The distal conductor was extrinsically distorted due to kinking/buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the guidewire became stuck in the lead and could not be removed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.